Event description:
On 12/9/04, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. In 2004, she obtained results of 210, 170, and 155 mg/dl within 10 minutes of each other while experiencing headaches. These results are precise. She took no action to affect her blood glucose level following use of the meter. She contacted emergency medical services and received no treatment. The customer care representative (ccr) discovered that the meter was not coded with the correct test strip calibration code, which can contribute to incorrect results. The ccr walked the patient through a control solution test, which fell outside the specified control solution range. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the failed qc test, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.